Event description:
Med. Tech. (#2) was cut when tube broke in hand. Lot number and catalog number, product type all unknown. No customer return product available for analysis. No stitches or medical intervention was required.